Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 5 unopened pouches and 1 open pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Diameter result conducted on the samples received fulfills the requirements of the OEM. Diameter result conducted on the samples received for comparison ((B)(4)) also fulfill the requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Thread of 5-0 dsmp19 thicker than the others.